Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center manager reported a case of over-correction post photo refractive keratectomy (prk) of the left eye. Reporter indicated the patient received an enhancement retreatment.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior to and after the date of treatment. Attempts have been made to obtain additional patient information; however, at this time no information has been received. The root cause could not be identified conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no information has been received.